Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached a monitoring voltage measurement of 2.58 volts and a charge time measurement of 15.1 seconds. The boston scientific technical services consultant indicated that this device was exhibiting extended charge time behavior. The consultant suggested demonstrating beeping tones to the patient and discussing the elective replacement indicator (eri) beeping tone pattern with them. The patient was currently in normal followup routine every three months.